Manufacturer narrative:
The product is not available for evaluation; therefore testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is/ identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference #: (B)(4).

Event description:
As reported during an trabecular microbypass stent procedure two stents were placed uneventfully. Postoperatively it was noted that one of the stents was observed to be lying in the inferior angle. There was no report of patient harm. Additional information has been requested.